Manufacturer narrative:
Add'l info has been requested and if received will be reported on a supplemental report. The variax device will be reported on stryker ref no. (B)(4).

Event description:
It was reported, there was a 1/3 tubular locking plate for axsos small frag instrument set. The surgeon bent the plate a little bit and drilled through the drill sleeve and inserted the locking screw which didn't sit down all the way. Screw was sitting a little proud. He tried to tighten it down and tip of screwdriver broke off. Grabbed variax tray set to use the screwdriver. First replacement broke trying to get screw all the way in. The second replacement broke trying to back screw out. Left screw as it was.